Manufacturer narrative:
G4: 10oct2019; b4: 14oct2019. The customer confirmed the touchscreen failure. The customer reported that replacing the touchscreen resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit would not pass touchscreen calibration - "bad touch detected." There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported that the unit would not pass touchscreen calibration - "bad touch detected". There was no patient involvement.